Event description:
Additional information reported the patient was refilled on (B)(6) 2014, and about 2 hours after the refill, the patient started feeling symptoms of nausea, headaches and difficulty walking. It was stated they had difficulty accessing the pump and pulled out a ¿red-tinged¿ fluid which the patient felt was blood. It was stated they flushed out the pump pocket. It was stated their symptoms had gotten worse since then. It was stated the health care provider (hcp) felt it was withdrawal-type symptoms. It was noted an x-ray was done, but the results were unknown. It was noted the patient fell a few times recently and started having headaches thereafter, but did not feel it was related to the pump. It was noted the hcp wondered if they punctured the catheter when trying to access the pump. It was stated the patient went to the ER the night prior and was currently at the managing hcp¿s office. It was stated they were planning to do a dye study and aspirate the catheter. It was noted they planned to fill the pump with fresh drug, but didn¿t have bupivacaine, so it would only be filled with dilaudid. It was stated the pump was updated the day prior and the reservoir volume showed 14.7ml. It was stated they did not have a printout, so it was unknown whether a volume other than 20 was intentionally programmed. Later that day, it was reported they were replacing the pump on an emergency basis. It was reported there was the ¿reddish brown tinged¿ fluid again, and they were now unsure if it was just blood. It was noted the dilaudid needed to be diluted from 10mg/ml to 7mg/ml additional information reported the expected residual volume was 14.7 and the actual was 10. It was stated the entire system was explanted and replaced. It was stated the catheter issues were not confirmed. It was reported the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).